Event description:
This was reported as an arteriotomy closure of the common femoral artery using a proglide device after a peripheral intervention procedure with a 6f sheath. Reportedly, everything went well with deployment. The knot was successfully advanced to the vessel wall and tightened with no issues; however, there was still profuse bleeding. A nick and spread was performed and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record for this product could not be reviewed nor similar incidents reviewed because the product was not returned for evaluation and the lot number was not reported. The root cause of the reported difficulties cannot be determined. The subsequent treatments are related to circumstances of the procedure. In this case, failure to achieve hemostasis was possibly due to a poor vessel capture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.